Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in the patient line extension set, which is used for peritoneal dialysis therapy on the homechoice device. The leak was noted during the prime, patient was not connected at the time of this event. During the follow up, the care giver stated that the leak was farther up on the patient line extension from the connection, but the exact location of the leak could not be determined. The technical service representative had assisted with cycling the power so that the patient could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR? And evaluation codes. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The homechoice cassette received with the sample and was used in all functional testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.